Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to reset the pump, after which the cgm error code did not reappear, and the sensor session was successfully started.